Event description:
It was reported that at device upgrade, low r-wave and high pacing threshold were observed. The physician replaced sense/pace portion of the lead. Defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.